Event description:
The user facility reported that prior to a procedure, when the camera was connected to the subject device (cv-180), there was no image displayed on the monitor. Another similar device was used to complete the intended procedure. There was no patient or user injury reported due to the event. This medwatch report is being submitted for the cv-180 evis exera ii video system center, with patient identifier (B)(6). The otv-s7proh-fd autoclavable camera head is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, a complete loss of the image function was observed on the monitor screen when connecting endoscopes of all types, due to a failure of the patient board set with no visible damage. In addition, service noted that the locking system of the video connector was damaged, but the connection was still possible. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon occurred seemingly due to long-term use of the device causing damage of the patient circuit (ap) board. Olympus will continue to monitor field performance for this device.